Event description:
It was alleged by the pt's rep, that "following the [initial] surgery, the pt experienced symptoms, including significant pain, discomfort, swelling, stiffness and decreased range of motion in her left knee". Additionally, it was alleged that "on or about in 2005, surgery was performed on her left knee including debridement and lateral release".

Manufacturer narrative:
This is a legal case reported from a foreign country. At this time there is no specific device information available.